Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. It was decided to reposition this lead. X-ray performed. It was noted that this lead was not fully inserted. Lead helix unable to be retracted during revision procedure. Physician encountered difficulties removing this lead. Used sacrifice lead technique to maintain access for new lead. Reportedly lead insulation break during explant procedure. Also it was mentioned that during implant, physician encountered difficulties extending the helix. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.